Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Sections could not be completed with the limited information provided. This article was written by soren solgaard and anne grete kjersgaard. Event is being reported to FDA on one medwatch as the limited information available indicates that revision procedures occurred; however, the identity of the products implanted and explanted are unknown. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Device location unknown.

Event description:
Information was received based on review of a journal article titled, "increased risk for early periprosthetic fractures after uncemented total hip replacement," which aimed to describe a new type of proximal periprosthetic fracture occurring within the first six weeks after total hip arthroplasty, as well as examine possible causes of increased incidence. The study consisted of 3,205 total hip arthroplasties performed during a nine-year period (2000-2008) at the hip clinic in (B)(6) hospital. The patients' files were audited and radiographs analyzed 6-12 weeks postoperatively. A total of 2,408 patients were treated with uncemented prosthesis (biomet bi-metric femoral component or zimmer's trilogy acetabular cup). The audit considered age, sex, surgeon, implant used, postoperative complications. The journal article found the following: 85 periprosthetic fractures occurred postoperatively. The authors of this study concluded that uncemented total hip replacements have a better survival rate as far as aseptic loosening is concerned, but early revisions due to fracture seem to increase. The causes of fractures in these patients remains unclear, but it is probably multifactorial.